Event description:
It was reported that there was a loss of stimulation and lead migration/dislodgment. X-rays revealed that both leads migrated, so the diagnostic result from imaging was abnormal. Reprogramming was done on one of the leads. The patient was offered the option of paddle lead implantation by a surgeon and the patient was considering their options. The outcome was ongoing.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included several reprogramming sessions. Interventions included surgical intervention and placing a paddle lead. The etiology was noted as pertaining to the leads which was connected to an implantable neurostimulator (ins).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported since the patient received the implant stimulation wasn't quite where they needed it. The previous revision did not resolve the issue so the paddle lead was implanted and the patient was reprogrammed. The event was ongoing. Refer to manufacturer report # 3004209178-2014-15711 for information on previous lead revision in march. Information on explant and replacement with paddle lead was initially reported in this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the therapy was suspended on (B)(6)2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's baseline weight was provided.